Event description:
Customer reported unexpected positive reactions (4+) at immediate spin (is) with gammaclone anti-d (monoclonal blend) with 3 patients. The patients' serum also contained anti-d. Weak d testing resulted as positive (4+). Customer states one patient was typed as b, rh negative and was given rhig. The other 2 patients, 1 male and 1 female typed as rh positive with anti-d in their sera with no history of receiving rhig.

Manufacturer narrative:
Customer did not send samples for investigation testing. The package insert states: "certain rare red blood cells that appear to be d-negative with other anti-d reagents will react unexpectedly with this reagent. Red blood cells of the crawford phenotype are agglutinated at the immediate-spin test phase and are usually nonreactive at the weak d phase." The event was within the limitations stated in the package insert.